Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) ranged from 400 mg/dl to over 500 mg/dl. Customer required assistance giving a manual injection and "provide fluids and assistance with insulin therapy via pump." Reportedly, the customer continued to use the pump for insulin therapy.